Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and radiographs. In the recorded period between (B)(6) 2019 and (B)(6) 2019, the rv pacing impedance rose from initial 1750 ohms onto 2400 ohms. Between two pacing threshold tests performed (with a pulse width of 0.4ms) on (B)(6) 2019 and on (B)(6) 2019, the pacing threshold rose from 3.4v to 4.4v, as indicated in the complaint. The analysis of the provided radiographs did not provide any additional information regarding the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 81 months after the implantation high threshold was noted.